Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'air detection alarm went off with no bubbles in the set' was confirmed through the event history log by multiple "air-in-line!" Alarms, but not reproduced. The cause was determined to be cracks on the ultrasonic flex tail. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "air detection alarm went off with no bubbles in the set." There was no known patient injury or medical intervention associated with this event. No additional information is available.